Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed, but the foreign materials could not be further identified. They were presumed to have been due to leakage, as it was noted that the a-rubber (bending section cover) had leakage. A further cause of leakage at the a-rubber could not be presumed. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU): detection method is included in operation manual chapter 3 preparation and inspection. Preventive measures are included in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope was clogged. The reported issue was discovered after an unknown examination. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was whitish foreign material inside of the jet tube. Due to this clog, water could not be supplied. Additionally, it was observed that there was brown foreign material inside of some cuts on the connecting tube. These findings were likely trace remains from previous procedures. The likely cause is due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the control unit was shaved. It was also observed that the switch box had a scratch. It was observed that the suction cylinder had discoloration. It was also observed that water tightness was lost due to a cut on the bending section cover. It was observed that the bending angle in the left direction did not meet the standard value due to wear of the angle wire. It was also observed that the adhesive around the objective lens and light guide lens were stained. Lastly, it was observed that the connecting tube had snaking and a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.